Event description:
On 1/6/97, the MFR received a response to a device tracking polling letter from the pt which states that the device isn't in use as much because the device has been implanted for over a year and the physician has just recently received instructions on how to refill the device from a MFR rep. The pt inquired why the MFR is just getting around to this.